Manufacturer narrative:
Additional information: section d9: device available for evaluation: no, however, photo was available. Section h3: device evaluated by manufacturer: no, however, photo was evaluated. Device evaluation: the complaint product was not returned for evaluation. The customer provided photos and evaluation of such photos was performed. The optic zone of the lens can be observed slightly decentered. According to the visual inspection this condition is commonly generated by the lathes and milling machine and there are acceptability specifications. Since the product was not returned for evaluation (the lens remains implanted), the acceptability of the condition observed on the image cannot be confirmed against jnj current visual inspection procedure. Therefore, through a photo the manufacturing site cannot reach a conclusion on the acceptability of this lens. Conclusion: the reported complaint issue could not be verified during photo evaluation. From the device history record review no discrepancy or deviation was found and the complaint history review revealed that no additional complaints were received from this production order. Based on that, it can be determined that the product met specifications criteria. Based in the investigation results, no additional action and/or escalation within the quality system is required. Johnson and johnson will continue to monitor this type events. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: date of birth, age, weight, ethnicity and race: unknown/ not provided. Section b3: date of event: unknown, not provided, but the best estimate date is between 02/19/2023 and 11/30/2023. Section d6a: implant date unknown/not provided. Section d6b: explant date na(not applicable) as the device remains implanted. Section e1: email address, establishment name and address: unknown/not provided section h3-other (81): the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted

Event description:
It was reported that the non preloaded monofocal intraocular lens(iol) optic outer ring was disproportionate in shape. The central optic zone is slightly decentered on the 6mm optic of iol. There was no patient injury in this case. The patient had no issue in vision post 1 week. There was no delay in treatment or other interventions provided. No further information was provided.